Event description:
It was reported that within one day of implant, the lead dislodged overnight and was discovered the next day during routine testing. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).